Manufacturer narrative:
Investigation summary: the report of damage to the tunneling adaptor could not be confirmed as no product was returned for evaluation. It was reported a piece of the black tunneling adapter was noted to have broken off. The broken piece was found on the skin just adjacent to the driveline exit site. The tunneling adaptor was inspected along with the broken piece. No other pieces were missing; therefore, no other components had broken off or were retained inside the patient. The patient was not harmed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and the tunneling adapter was not returned to abbott for analysis. The hm3 lvas IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. The relevant sections of the device history record for the heartmate 3 tunneling adapter (document (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Age of device: 0 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that a piece of black tunneling adapter was observed to be broken off. The broken piece was found on the skin that was adjacent to the driveline exit site. Tunneling adapter was inspected along with the broken piece. No other pieces were missing, therefore no other components had broken off or were retained inside the patient. Patient was unharmed. Tunneling adapter was discarded hence will not be returned for evaluation. No further information was provided.